Manufacturer narrative:
Findings: all operating currents are within specification. Low battery alarm and off no power alarm functions properly. No unexpected weak battery alarm or failed battery test alarm noted. Unit passed self test and displacement test. Unit communicated properly with the glucose sensor simulator and the mini link transmitter. No weak signal alarm noted. Unit had a scratched display window. Unit had moisture damage on the lcd.

Event description:
A customer reported via phone call indicating that their insulin pump was exposed to moisture. The customer mentioned that they had failed battery alarms from the device. The customer stated that the battery life is shorter than expected. The customer had a blood glucose level was unknown at the time of the incident. The customer states that there was fluid/moisture in the insulin pump. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.